Event description:
Related manufacturer reference number: 2017865-2025-11872. It was reported that a patient presented with dislodgement noted on the right ventricular and right atrial leads, confirmed with x-ray imaging. The right ventricular lead had high capture thresholds, r wave amplitude variation, and low pacing impedance as a result. The right atrial lead exhibited loss of capture, p wave amplitude variation, and low pacing impedance. Both leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that inappropriate pacing was noted on the atrial lead. No thumping discomfort was noted at around the rv lead area.